Event description:
Procedure: appendectomy. According to the reporter: endo catch's bag tears off when the surgeon put the gallbladder in, without pulling the ring to close to the bag. There was no report of pt injury.